Event description:
Pt had an angulated aortic neck, final angiogram viewed a proximal type I endoleak. Proximal sealing stent was re-ballooned in an effort to achieve a better seal. Endoleak still viewed. A main body extension was deployed slightly below the renal arteries to provide additional aortic neck coverage. A slight endoleak was viewed at conclusion angiogram. Decision was made to follow-up with a CT scan in one month to check endoleak status, and determine if additional intervention is needed.